Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used. Clip would not detach once attached to the targeted site. The clip was able to be opened for removal from the clipping site. Another of the same device was used to complete the procedure. Our laboratory evaluation of the returned device confirmed that drive wire is disconnected from the handle. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in a retroflexed position to simulate a worst case position. Using a hemostat to grasp the drive wire, the clip did successfully deploy on simulated tissue. A catch or increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The drive wire was visually examined and determined to be within the appropriate manufacturing specifications. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions or product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.